Event description:
The customer was hospitalized on (B)(6) 2014 and was in emergency care for 24 hours. The customer was released on (B)(6) 2014 to a care facility. The customer passed away on (B)(6) 2014. The customer's husband stated that the customer passed away due to issues related to other medical conditions.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. Lot qualification records were reviewed and the product lot met all acceptance criteria.